Event description:
It was reported that the patient experienced a shocking or jolting sensation in the past as a result of walking through security gates. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748951, serial # (B)(4), implanted: (B)(6) 1994, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3998, lot # lb6154, implanted: (B)(6) 2003, product type lead; product ID 37754, serial # (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up reported the patient did not have concerns with their device or therapy. The patient received assistance from their doctor or representative and their concerns were resolved. Further follow up reported the representative saw the patient in november and the patient was doing "great" no issues.